Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that a couple days device stopped delivering insulin and by the time they realized it I was over 600 mg/dl. Customer had insulin flow block alarms for no apparent reason and experienced vomiting customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using back up insulin pump. Customer does not alleged insulin pump was under delivering. Customer declined troubleshooting for insulin flow block. The insulin pump will not be returned for analysis.